Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 254 mg/dl, 166 mg/dl, 460 mg/dl, and 159 mg/dl.

Manufacturer narrative:
The returned vial had four returned strips that had reddish-brown residue in the dosing end of the strip and strip insertion pin marks on the circuitry consistent with being previously dosed with blood. Due to the condition of the returned strips only visual inspection could be performed.